Manufacturer narrative:
(B)(4). This report was previously submitted erroneously on feb 5, 2019 under manufacturing report number: 0001825034-2019-00456. Concomitant devices: ssi flexible drill 3.2 mm x 30 mm, catalog #: ssi004167, lot #: 97014603, ssi flexible drill 3.2 mm x 30 mm, catalog #: ssi004167, lot #: 97014603, ssi flexible drill 3.2 mm x 30 mm, catalog #: ssi004167, lot #: 97014603. The product was evaluated through manufacturing review, however, the reported event was not confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event. 0001822565-2019-03091, 0001822565-2019-03092, 0001822565-2019-03093, 0001822565-2019-03094.

Event description:
It was reported that the drill shafts became unwound when the drills were reversed, resulting in breakage of the drill bits below the flutes of the drills. No adverse events were reported as a result of this malfunction.